Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
As reported: "doctor revised insert and patella due to instability. No more information available". Spoke to rep. Hospital will not allow the release of any further information.